Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the patient was using these bard vinyl coude urethral catheter kits due to urinary tract infections and their complaint was that the catheter did not had a line on it so the patient could keep the tip up.

Event description:
It was reported that the patient was using these bard vinyl coude urethral catheter kits due to urinary tract infections and their complaint was that the catheter did not had a line on it so the patient could keep the tip up.

Manufacturer narrative:
The reported event was unconfirmed as the product was not designed with a coude tip indicator. No sample was returned for evaluation. No root cause could be found because the reported event was unconfirmed. The lot number was unknown; therefore, the device history record could not be reviewed. As the reported event was unconfirmed a labeling review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.